Manufacturer narrative:
This report was initially submitted following notification from a customer in china regarding the misidentification of a patient cronobacter sakazakii isolate as cronobacter malonaticus in association with the vitek® ms instrument (ref. 410895, serial (B)(6)). The investigation concluded the fine tuning status was medium at the time of testing. It was observed that there was a heterogeneity of the calibrator ¿all peaks¿ values that could explain that these status criteria were near the limit. The customer¿s spot preparation quality was not optimal. The sample and calibrator ¿all peaks¿ values were quite heterogeneous. The sample data analysis shows the low discrimination results obtained by the customer and the local field application specialist (fas) were obtained from new sample preparation and different technicians. The low discrimination results included the expected identification, cronobacter sakazakii. The result of a low discrimination identification is not final. The limits written in the vitek® ms knowledge base user manual states the following: ¿additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary to complete the organism identification.¿ the suspected root cause of the event is non-optimal spot preparation.

Event description:
A customer from (B)(6) notified biomérieux of the misidentification of a patient cronobacter sakazakii isolate as cronobacter malonaticus in association with the vitek® ms instrument (ref. 410895, serial (B)(4)). The customer stated the patient isolate was initially cultured using nutrient agar, an isolate was then tested using with the vitek® ms instrument and obtained a single choice result of cronobacter malonaticus. The isolate was then subcultured to blood agar, repeat testing was then performed using the same vitek® ms instrument. The repeat testing obtained a low discrimination result of 49.9% cronobacter malonaticus and 50% cronobacter sakazakii. A local biomérieux field application specialist (fas) visited the customer and tested the patient isolate twice; low discrimination results that included cronobacter sakazakii were obtained both times. Details of low discrimination results obtained by the fas are listed below: fas initial test results: 49% cronobacter malonaticus and 50.9% cronobacter sakazakii. Fas repeat test results: 33.3% cronobacter malonaticus, 33.3% cronobacter sakazakii and 33.3% cronobacter turicensis. The patient isolate was confirmed to be cronobacter sakazakii via the sequencing test method. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation.